Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020, with blood glucose of 595 mg/dl. Customer had symptoms of nausea and headache. The customer was treated with insulin drip. Customer stated that they feel ok to do troubleshooting for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not alleged that insulin pump was under delivering. The insulin pump will not be returned for analysis.